Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) inspected the unit and confirmed the device was physically broken during delivery by agility. Fse replaced broken display, hinge covers, bezel, lcd bracket. Performed full calibration and functional tests. All tests pass. Returned to customer and cleared for clinical use. The failure analysis and testing department received part with a reported unit failure of damaged lcd.¿ the failure analysis and testing dept. Performed a visual inspection of the part received and observed that the lcd is damaged. Due to the damaged lcd, it cannot be installed and investigated any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported by a getinge field service engineer (gfse)that the cardiosave intra-aortic balloon pump (iabp) had a damaged display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.